Manufacturer narrative:
Load fill estimate was not verified. Altitude alarm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 121-217 mg/dl.